Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.